Manufacturer narrative:
Further information was requested but was not available at this time.

Event description:
It was reported that intermittent capture was observed on the implantable cardioverter defibrillator (ICD).

Event description:
New information received notes the issue was discovered during follow up in clinic, the patient was asymptomatic, programming changes to increase voltage was completed, no additional intervention was performed, the implantable cardioverter defibrillator (ICD) was being monitored. The patient was stable.

Manufacturer narrative:
Correction: section e corrected/updated.